Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was undergoing a debridement procedure, and their flow dropped extremely low for a few seconds. The driveline was being manipulated during the procedure, but the parameters recorded did not appear to suggest a driveilne fracture, appearing more like an occlusion. The pump parameters and function returned to normal and had been so since the event. Log files were submitted for review and captured the reported low flow events on 14apr2025 between 07:06:06 and 07:06:15, lasting for around 9 seconds. The captured driveline data appeared normal, suggesting these flows were not driveline related. The log files also captured the power decreasing, suggesting an occlusion. No other unusual events were recorded in the log file event history.

Manufacturer narrative:
Section h6: health effect - clinical code and medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed a transient low flow alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. The report of suspected occlusion was unable to be confirmed as no images or product were submitted for evaluation. A specific cause for the patient¿s debridement procedure could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. Review of the submitted log files confirmed a transient low flow alarm in the morning of (B)(6) 2025. The low flow alarm was associated with recorded flow values as low as 0.0 liters per minute (lpm) and resolved on its own after approximately 11 seconds. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.